Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. D6: exact date unk. This report filed (B)(4) , 2011.

Event description:
It was reported that pt underwent knee procedure in 2008. Pt underwent revision surgery on (B)(6), 2011 due to loosening of the tibial tray after the pt fell . No further complications have been reported.